Manufacturer narrative:
(B)(4). Evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty keypad. To correct the condition, the keypad was replaced. If any additional information is received, a follow up MDR will be sent. The g4 aware date of the initial MDR is (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found to be failing to register all key presses properly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.